Manufacturer narrative:
H3: product analysis confirmed that visually, the tube was overly bent into a u-shape when received. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were as follows: 26.3 ohm (blue), 48.9 ohms (blue with white stripe), and 50.4 ohms (red), all of which were within specification. The red with white stripe electrode erratically measured between 800 to 1100 ohms, which was out of specification. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy, the et tube was making a lot of noise when they were attempting to use the system. They tried isolating the nim and the bed has been used in previous cases without issue. They visually confirmed the placement of the tube and were not going to re-intubate so proceeded with the case. There was no patient impact. A back up device was used to complete the procedure. There was less than an hour delay.